Manufacturer narrative:
The device was returned for evaluation. Visual examination of the returned screw shows deformation to the threads of the head and scratching/deformation on the proximal drive end recess of the head consistent with attempted insertion.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient had hallux valgus. The patient was treated with medium size mpj plate. When the surgeon attempted to tighten 16 mm locking screw to the mpj plate with a screwdriver, the locking screw spun and could not be locked and it got out. The surgeon opened a new 16 mm locking screw of the same size and used it, it was able to lock firmly and the operation was completed without problems.